Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the rainbow effect on the display of the insulin pump and it was hard to read. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump received no delivery alarm. The device will not returned for analysis.